Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient experienced a loss of efficacy on (B)(6) 2017. After being implanted the patent was almost pain free, but two weeks after implant the hd was initiated and the patient now feels that their pain relief is almost gone. The patient was very active at work after being implanted because they felt so good. A fluoroscope showed that the patient¿s leads slipped a little down. The patient was reprogrammed last week, but the rep is seeing the patient again this week because that did not help. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was reprogrammed again on (B)(6) 2017 to try to resolve the loss of efficacy/pain relief and the lead slipping; however, this did not resolve the issue. No further complications were reported at this time.